Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected in multiple cartridges. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 227 mg/dl.